Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room. After an unrelated procedure, the newly implanted pulse generator exhibited noise on the right ventricular lead causing pacing inhibition. The device was not used. The device was explanted and replaced. The patient was stable post procedure.